Event description:
Caregiver of home pt reports she connected home pt to pt line of homechoice set prior to prime during treatment of homechoice device. Caregiver reports pt line and transfer set were open while line was being primed. Per health care professional, there was no pt injury and no medical intervention required as a result of this incident.